Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - lot 3951663 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - directlink module 82-6828, sn (B)(6) : the module passed the inspection and functional tests. The cable 82-6840: the cable passed the inspection and functional tests. Issue is not confirmed as both devices functioned correctly. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due multiplexer failure (0mmhg or 100mmhg transferred instead of icp probe signal).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2020-00228. A facility reported that on (B)(6) 2020 the codman directlink was set up with the cerelink icp sensor. Initially in the theatre the reading was ok. Later the same day in the ICU the reading was around -14. The integra account manager talked through calibration over the phone. The reading was then minus 1. The sensor was kept insitu and the patient went back into the theatre on (B)(6) 2020 for another procedure and this was to include insertion of another cerelink icp sensor.